Manufacturer narrative:
The customer declined the quote and service, and the parts were returned. No further actions were performed, and the work order was closed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator is still having issues from the 35 volt rail. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers device was still down with symptoms similar to the 35 volt rail. The customer reported that they previously issued the field correction order, but the issue was still not fixed. The device will not pull significant log, and the device is able to power on, but the screen will not display and touchscreen function not available. Troubleshooting was performed, and it was reported that with the device connected alternating current (ac), the power switch light emitting diode (led) was illuminating. It was then reported that the power management (pm) printed circuit board assembly (pcba) was swapped by a field service engineer, but the issue was not resolved. The rse advised that the device may need the pm, central processing unit (cpu) and motor controller (mc) all need to be replaced at the same time. Onsite service was requested. The investigation is ongoing.